Manufacturer narrative:
(B)(4). Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test. No unexpected drive, motor noise anomalies alarm noted. The motor was tested outside of the device and passed. Insulin pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that insulin pump had issues with the motor on the pump when he delivers insulin said the motor was loud and concerned with it not getting an error messages with the pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.